Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was installed. The power supply and batter pack were replaced. The power cord and plug were repaired, the filament was calibrated. And connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed to generate fluoroscopy x-ray. There are no reports of pt injury or death associated with this event.